Event description:
The initial reporter stated that the pump auxiliary alarm did not operate as expected. They stated that it failed to alarm. Mmd did not follow up with the initial reporter, because at the time of the complaint they stated that it had occurred during testing and had no effect on a patient. They provided no additional information. [Complaint- (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.